Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The customer said the luer fitting on the input port of safety disk was broken. The fse observed the system and replaced the broken luer connector. The fse performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use. The full name of the event site noted is (B)(6) hosp.

Event description:
It has been reported that the cs300 intra-aortic balloon pump (iabp) safety plug is broken. This event occurred before use on a patient. There was no patient involvement; thus no adverse event was reported.